Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202971 4.5mm cannulated flex drill received.this device is three years old. The coiled section of the drill has been fractured. The tip portion was not returned. The coils that remain are bowed. They have been permanently sprung. This coiled area is sensitive to inadvertent over torque pressure. The damage is consistent with leverage. This device is intended to flex but not be bent. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. Use of drills with that have worn or dull tips can result in breakage.¿ no root cause related to the manufacture of this device can be established.

Manufacturer narrative:
(B)(6)

Event description:
It was reported the tip of the flexible drill bit broke in the bone.